Event description:
The patient reported that she inadvertently administered excess insulin with the pump. The patient stated that the keypad "up" button continued to advance after it was pressed, during which time she pressed the "ok" button and executed insulin delivery. The patient stated that there was no medical treatment or adverse outcome associated with this event.

Manufacturer narrative:
The patient reported that the keypad buttons had been sticking for approximately 3 weeks, and she continued to use the device. The patient stated that she pressed the "ok" button to administer insulin while the delivery quantity was still visibly scrolling on the screen. The patient did not confirm the programmed insulin delivery amount prior to administering it. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.